Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 67, 71, 73, 233, 142 mg/dl and 419 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer reported having symptoms of hypoglycemia: shaky, sweaty and nauseous in the stomach. Customer took three glucose tablets to stabilize himself. Customer then became weaker and the paramedics were called. The customer was transported to the hospital where he was monitored for the next four hours as he stabilized. Customer reported taking 70 units of novolog before eating lunch on this day.